Manufacturer narrative:
Continued city e1: (B)(6). Continued postal code e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, silicone migration.

Event description:
Healthcare professional reported rupture, "presence of node with silicone", cysts, nodules, pain, "slight sagging and atrophy" on left side. The device remains implanted. The event of nodules is not considered device related.